Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the insertion of a PICC line, a 2mm segment of the guidewire "crimped and embolized into the patient." The surgeon said he is leaving the wire segment in the patient at this time, as he believes it is too small to be retrieved.